Event description:
It was reported that the intra-aortic balloon pump (iabp) had system error 7 alarms and turned off during use on patient. The iabp was not swapped out. There was no report of patient complications, serious injury or death. Field service agent (fsa) could not duplicate either symptoms but found worn control head, umbilical cable and low battery voltage (and battery warm) after full days charge. Fsa replaced the control head, umbilical cable and battery. Fsa performed functional check out, unit checks ok.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of "low battery voltage" is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had system error 7 alarms and turned off during use on patient. The iabp was not swapped out. There was no report of patient complications, serious injury or death. Field service agent (fsa) could not duplicate either symptoms but found worn control head, umbilical cable and low battery voltage (and battery warm) after full days charge. Fsa replaced the control head, umbilical cable and battery. Fsa performed functional check out, unit checks ok.